Manufacturer narrative:
(B)(4).the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a failure. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of a failure was confirmed during product evaluation as failure code 803:07, however it was not reproduced. The root cause of this condition was assigned to a blue slide clamp left in the channel. The blue slide clamp was removed from inside the channel to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Failure code 803:07 indicates an invalid slide clamp position/sensor error. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed no previous service events were related to the reported condition. Information was incorrect in the initial medwatch.